Event description:
Olympus was informed by maude report (mw5036188) that during a colonoscopy procedure, the pt sustained a perforation of 1.5cm in the mid descending colon. The physician confirmed the perforation occurred. The pt was taken to the emergency room and was stabilized and then transferred to surgical services. The pt underwent a laparoscopic exploration of the abdomen and the perforation was surgically repaired. Olympus has f/u with the user facility to obtain add'l info regarding the reported event but with no results.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the reported incident could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.